Event description:
A patient reported experiencing inaccurate low results with an ot ii meter. The patient's blood glucose results were 98mg/dl vs 200 lab. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.